Manufacturer narrative:
The datalogs were reviewed and based on the information, the handpiece and system performed as expected. Failure to maintain constant force until the tone ends (until the end of post cool state) can result in an unsafe condition. The system has software safeguards (such as a power on self-test) that will trigger error/event codes should system be outside of acceptable limits. The review of the system/data logs does not indicate there is any handpiece or system issue present. The tip was evaluated, and service was able to confirm a dent on the tip membrane. The tip passed the flow and leak tests. The tip failed visual inspection for a dent on the tip surface. Service was unable to determine when and how dent happened. It is unlikely that dents can contribute to related complaint. Dielectric breakdown was also observed. The tip passed the thermistor test. Functional testing was unable to be performed due to dielectric breakdown on the tip surface. During evaluation of the tip, service confirmed dielectric membrane breakdown and a dent on the tip membrane. This confirmed the customer's account of a broken point the size of a needle tip. Breakdown of the dielectric material can cause the radiofrequency energy, delivered by the system, to focus in a small area of the membrane, rather than to be uniformly distributed over the entire membrane area. Thermage cpt system technical user¿s manual instructs the operator to inspect the treatment tips for any signs of physical damage prior, during, and after treatment. With respect to all thermage systems clinicians should frequently inspect the tip membrane during treatment for signs of breakdown and build-up of foreign substances. According to thermage cpt system technical user¿s manual, blisters and pain are a known potential reaction to treatment. The procedure may produce heating in the upper layers of the skin, causing burns and subsequent blister and scab formation. There is a small chance of scar formation. Application of a topical steroidal or antibiotic preparation may be of benefit. In the rare instance of a burn that results in a scar, the scar will probably be very small and respond readily to removal with a laser device. A review of the manufacturing records showed all requirements were met. Final test verification specifications are acceptable. No non-conformities or anomalies found related to this complaint when reviewing the device history record. The lot history, trend analysis, risk analysis and directions for use review were considered acceptable, with the product performing within anticipated rates. Based on the available information, dielectric membrane breakdown to the tip caused this event. It is unknown what caused the dent and dielectric breakdown as all tips are visually inspected during the manufacturing and packaging process for any signs of damage to the tip membrane. No corrective action is necessary at this time.

Event description:
A user facility reported to the distributor skin blisters on the face during a thermage cpt treatment. At about 760 reps of treatment, the patient felt that the right face was more painful than the left side of the face. No obvious damage and abnormality were found in the patient's facial skin or the tip, and the energy was reduced to continue the treatment. At 835 reps, the patient felt that the local pain was too much and superficial tiny blisters were found on the upper lip and buccal side, and a broken point the size of a needle tip was found near the surface of the tip. After stopping the treatment, a medical mask for external application was applied to the patient for 20 minutes in combination with an ice pack for 1.5 hours. Dilute iodophor local disinfection, acidic growth factor spray, and growth factor gel were applied to the patient's skin. A layer of sterile gauze was then applied to continue the ice compress. The patient was instructed to avoid water locally for 72 hours and to use growth factor spray and growth factor gel for twice a day. The patient's current status is reported as recovered without any permanent damage or scarring. This case was reviewed by the medical reviewer and deemed not serious. The product was returned and evaluated where dielectric breakdown of the tip was seen. Dielectric breakdown observed in thermage treatment tips is a reportable malfunction due to the potential for causing patient burns and blisters.